Event description:
The reporter stated that the patient experienced a blood glucose of 26 mmol/l with nausea, vomiting, and shortness of breath. The reporter stated that when she went to test the pump by priming, there was no insulin seen coming from the end of the tubing. The reporter stated that the patient tried new tubing and was able to successfully prime the tubing. The patient reportedly treated with the new tubing and the patient's blood glucose decreased to 22.8 mmol/l and the patient reported symptoms decreasing. A review of the pump history showed large prime volumes which the reporter confirmed were accurate. The reporter stated that the patient loaded a cartridge the night before and the pump indicated 200 units; the patient reported priming two times without success. The alarm history was reviewed and there were no relevant alarms. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The serial number for the device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the patient to hold down the ok button during prime until the user sees 5 drops of insulin coming from the end of the tubing. The alleged issue should be obvious and detectable to the user and should alert the user to discontinue use of the device. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident was unavailable for review due to continued pump use. A cartridge was filled with 100 units and was correctly recognized by the piston during testing. An ezprime sequence was performed with no issues occurring. A review of the total daily dose history indicated that the pump was delivering insulin accurately up to the reported event date, and correctly reflects the users programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation. The complaint could not be confirmed or duplicated.